Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device involving a thermal product malfunction. There was no report of patient harm or injury, and there was no report of medical intervention. The device was returned to the third-party service center, and the service center found a short circuit on the pca, burned components, and a burned smell inside. The ui panel flat cable was burned, the iso port was contaminated and had burn marks on it, and the inlet/outlet seal was contaminated and also had burn marks. The heater plate, blower box, blower and blower outlet seal, top enclosure, bottom enclosure, and center enclosure were all contaminated with particles and smelled burned inside. Due to the alleged malfunction, the device was forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation.